Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer advised frame has an issue and one wheel is not staying on the ground.